Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and impedance. There are 2 lead failure predictor events of less than 220 ms v-v cycle recorded (B)(6) 2014. Ventricular pace impedance rises from 722 ohm on (B)(6) 2014 to greater than 4000 ohm on (B)(6) 2014.

Event description:
It was reported that a possible fracture, high impedance, high thresholds and noise were detected on the lead. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.